Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer was assisted with resetting the pump by technical support, and the malfunction did not recur. Customer was advised to continue using the pump and to contact support if any issues reappear, which they acknowledged and understood.